Manufacturer narrative:
Device passed displacement test. However device alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform occlusion test, prime/a33 test and excessive no delivery test or verify a39 error due to motor error alarms. However corroded motor home switch noted.

Manufacturer narrative:
Device passed displacement test. However device alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform occlusion test, prime or a33 test and excessive no delivery test or verify a39 error due to motor error alarms. However corroded motor home switch noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error and insulin pump error. The customer was able to clear the alarm but unable to complete insulin pump rewind. No harm requiring medical intervention was reported. The customer stated that the drive support cap was normal. The insulin pump will be returned for analysis.